Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0322 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient, male, (B)(6) years old, was admitted to the hospital due to "total abdominal pain more than 2 hours caused by a car accident". Chronic renal failure. In the crrt treatment, the skin is sucked back during the catheterization process and there is no blood return. The air is sucked out. Considering the airtight damage of the puncture trocar, the negative pressure cannot be formed, so the trocar should be replaced. After normal.